Event description:
It was reported the implantable neurostimulator (ins) was overdischarged. After implant, the patient¿s healthcare professional (hcp) tried to recharge the ins, but they were unsuccessful. This was the first ins overdischarge. A physician mode recharge (pmr) was done twice, but the ins was not successfully reset. The patient had experienced less than 50 percent therapy relief. The hcp decided to replace the ins. Following the ins replaced the patient was doing well and they were receiving effective therapy.

Manufacturer narrative:
(B)(4).